Event description:
Reporter alleged discrepant blood glucose values of 250 mg/dl back to back with a result of 105 mg/dl when testing was performed 5 minutes apart on the advantage system. No report of actions taken or treatment rec'd. A request was made for the return of the suspect device and replacement product was sent.